Manufacturer narrative:
(B)(4) 2017: litigation record received. Litigation alleges failed hip implant. There is no report ofrevision at this time.the reported event has been evaluated and will be monitored. Depuy considers the investigation closedat this time. Should additional information be received, the information will be reviewed and theinvestigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Nov 9, 2017: litigation record received. Litigation alleges failed hip implant. There is no report of revision at this time.